Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other incidents reported for leaks from this lot. The reported patient effect of emboli (air) as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported leak/air could not be determined. The reported air embolism resulting in electrocardiogram changes appears to be related to procedural circumstances and due to the leak. There is no indication of a product issue with respect to manufacture, design or labeling. Device code 2017 - removed.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. H6: device code 2017- improper or incorrect procedure or method. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for air embolism. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was implanted without issue. The second clip delivery system (cds) was advanced into the steerable guide catheter (sgc) and air was noted to have entered the system and the patient anatomy. It was thought that possibly the stopcock may have been turned in the wrong direction or a connection was loose, allowing air to enter the system; however, this was not confirmed. St elevation was noted; however, no treatment was provided. The cds was removed without issue and aspiration was performed during removal of the cds as part of standard procedure. No intervention was performed to treat the air embolism and the st elevation resolved. The procedure continued with use of an additional cds. A total of two clips were implanted, reducing the mr from grade 4 to grade 1-2. There were no adverse patient sequelae. No additional information was provided.